Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing inadequate stimulation. Pt states that despite being reprogrammed numerous only her right leg has stimulation. Pt indicated stimulation was supposed to cover her lower back and bilateral legs. Pt also indicated the stimulation has numbed her genitals. The pt desires to undergo surgical intervention at a later date to remove her scs system.